Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (b)(40 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found related low battery warnings along with evidence of excessive battery usage. Investigation found that the battery compartment was undamaged. Using the returned battery cap, the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. When the pump was opened to further investigate, no evidence of moisture intrusion or loose components was found inside the pump. The investigation confirmed but was unable to duplicate the reported battery life issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, battery had to be replaced frequently. Review of alarm history show multiple low battery warnings within the past couple of months. Patient reported that the battery compartment or cap was undamaged and the cap was able to tighten properly. Patient confirmed that the correct battery type was used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.